Event description:
It was reported the autoclavable camera head, screen displayed an error message e238. The issue was found during the connection operation check at the time of equipment delivery to the hospital, there was no report of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and to provide a correction. The device was returned to the repair center where the customer's allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the cause of the issue could not be identified based on the information obtained from this complaint and the results of the investigation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the autoclavable camera head, screen displayed an error message e238. The issue was found during the connection operation check at the time of equipment delivery to the hospital, there was no report of patient involvement.